Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that there were no significant events that could have led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit alarmed a33 during the displacement test due to high motor current draw. Unable to test for motor error alarm due to a33 alarm. Unit had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.